Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming entangled in anatomy) cannot be determined. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and was advanced under the valve. However, the posterior leaflet became caught on the posterior gripper. Troubleshooting was performed, but the clip was unable to be freed. Although it was unable to be freed, both leaflets were able to be grasped and the clip was deployed. Two additional clips were implanted, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure.